Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the admin set is connected, the cadd solis vip immediately gives a low-pressure alarm and prefilling is not possible. The incident occurred immediately during use and was observed by a healthcare professional at the patient's home. Multiple attempts at venting have been made. There was unknown patient involvement.

Manufacturer narrative:
D3: mfg establishment name: corrected. H3 and h6 codes: updated. Two used device was returned for investigation. The devices were visually inspected and there were no damages or anomalies observed. The device history file was reviewed and there were no discrepancies noted relevant to the indicated failure mode. During functional testing, there were no pump alarms observed, and priming was completed successfully. The customer reported complaint cannot be confirmed nor replicated. A root cause was unable to be determined. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.